Event description:
Caller states the aviva meter produced a result of 650 mg/dl. Numeric reading range of device is 10 mg/dl to 600 mg/dl. No action taken on device result. No adverse event reported. Result was not found in device memory. Requested return of suspect device and replacement was sent.